Manufacturer narrative:
Testing of actual/suspected device (10) a getinge field service engineer (fse) was dispatched to evaluate this unit. The line cord was jammed and wrapped around the helium tank, the jam and line cored retractor were cleared. The fse completed the pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A suplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) power cord would not extend. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The line cord was jammed and wrapped around the helium tank, the jam and line cored retractor were cleared. The fse completed the pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.